Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the instrument tracker was missing a screw during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the device was missing a screw was confirmed through the visual inspection. During device evaluation, we were unable to determine what caused the missing screw. It is possible rough or improper handling led to the missing screw. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the instrument tracker was missing a screw during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.